Event description:
The sales representative reported that in 2008, during a kit inspection after cleaning, the screwdriver was sticking to the shaft and it would not screw completely into the polyaxial screw head. There was no pt involvement. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was not pt involvement. Product is an instrument and is not implantable. The device history record review found the part met specifications. Functional inspection indicated the driver is sticking and will not mate with a screw. The investigation determined the event is a result of normal wear.